Manufacturer narrative:
Investigation conclusion: the customer provided an image showing a fiber positioned between the introducer and the shrink lock, which is consistent with the alleged product issue. However, the investigation of the returned coil system did not identify a fiber on the device or inside the returned packaging. As the fiber seen in the provided image was absent from returned device, the investigation could not perform ftir (fourier transform infrared) analysis to determine the origin of the fiber.

Event description:
Additional information received that provided an image and was reviewed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during preparation, the doctor noticed fibers on the coil. The coil was never used on the patient.